Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hypoglycemia. Blood glucose level was 50 mg/dl the night before. Customer drank orange juice and blood glucose went to 462 mg/dl. Customer corrected their hyperglycemia and blood glucose went down to 108 mg/dl. Blood glucose was 380 mg/dl at the time of the call. Customer declined troubleshooting for high blood glucose. It was unknown whether the customer was using auto mode feature at the time of reported high blood glucose event. Customer was having issue with sensor. Insulin pump will not be returned for analysis.